Manufacturer narrative:
Company product history records were reviewed and the documentation indicated the product met release criteria. The returned cartridges were inspected visually. Six used company iii (d) cartridges were returned for the complaint ¿plastic abrasion of the cartridge¿. All these were returned opened and exhibited insufficient amounts of viscoelastic. The viscoelastic used by the customer is not approved for this cartridge model/hand piece combination according to the dfu. The handpiece specific model was not provided by the complainant, however company iii (d) cartridges are qualified for use with specific handpiece models. Therefore based on available information, confirmation of correct handpiece was not possible. After this visual inspection, cartridges were cleaned for further evaluation. A top coat dye stain testing, for evaluating the interior surface coating of the cartridge, was conducted with acceptable results. All six company iii (d) cartridges were returned after used, and exhibited a peeled-like linear disruption in the coating. This disruption was aligned with the axis that the lens and plunger travel during delivery. The insufficient amounts of viscoelastic and the use of unapproved viscoelastic are the most likely a contributory factor to the observed disruption in the coating. Additional contributory factors were not confirmed because not enough information was provided by the complainant. The most likely root cause of the reported event is the use of an unapproved viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during multiple intraocular lens (iol) implant surgeries, a cartridge presented with an abrasion. Additional information has been requested.